Manufacturer narrative:
H6: unknown. H3: one sample was returned. Sample was visually and functionally tested and the customer reported problem was able to be confirmed. The sample was leaking at a broken base part. Since the sample was returned in used condition, the root cause cannot be attributed to the manufacturing process. A root cause was unable to be determined. The reported failure mode will continue to be monitored and if a trend is identified an investigation will be opened. A DHR review was unable to be completed as no lot was provided.

Event description:
It was with the device there was a suspected leakage. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.